Event description:
The facility reported that during the lift, as the resident was being loaded into the sling, the jib fell approximately 6 inches. The bed prevented any further movement. No injuries were reported.